Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased capture threshold and high pacing lead impedance were observed. Patient received inappropriate shocks due to oversensing. Lead fracture or insulation break suspected. The lead was repla ced.